Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found to be opened and already released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a saccular aneurysm located proximal to the p-comm (posterior-communicating) artery measuring 14mm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil; therefore, it was removed with the marksman catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).